Event description:
It was reported that there was a patient drop. It was further reported that the patient had some right foot pain after the fall and there was a slight delay in the patient receiving care. Attempts are being made to gather additional injury and treatment details from the user facility.

Event description:
It was reported that there was a patient on a cot when it tipped. It was further reported that the patient had some right foot pain after the fall, but no swelling, contusions, or lacerations were noted. It was also stated that no treatment was administered by the crew. The device was evaluated by a stryker technician and there was no defect found with the device.

Manufacturer narrative:
Added manufacturing date and corrected a section h code.

Event description:
It was reported that there was a patient on a cot when it tipped. It was further reported that the patient had some right foot pain after the fall, but no swelling, contusions, or lacerations were noted. It was also stated that no treatment was administered by the crew. The device was evaluated by a stryker technician and there was no defect found with the device.

Manufacturer narrative:
The device was evaluated by a stryker technician and there was no defect found with the device.